Manufacturer narrative:
No corroded reservoir tube lip noted. The insulin pump was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked case, cracked reservoir tube window, cracked display window, cracked reservoir tube and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top of the reservoir and battery compartment were corroded. The customer reported that they had to tape the reservoir when placing in the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also reported cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.